Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the intraocular lens met release criteria. Root cause cannot be identified at this time. Additional information has been requested but not received to date. (B)(4).

Event description:
A consumer reported that one year following an intraocular lens (iol) implant procedure, she experienced a residual refractive error of 3 diopters in near vision. The consumer reported needing glasses due to not seeing at a distance of less than 50 cm. Additional information was provided by the consumer, who reported seeing halos which did not allow her to drive at nigh due to light distortion and distance errors. Additional information has been requested but not received to date. This is one of two reports associated filed for this patient. This report is for the left eye.

Manufacturer narrative:
Based on the information received, the patient age and implanted date have been corrected.

Event description:
Additional information received from a non implanting ophthalmologist, including visual acuity data. The symptoms continued. No hospitalization, medication or medical intervention had been provided. Additional information was provided by the consumer, who reported near vision was poor and she saw a blurred dark shadow when reading without glasses. Distance vision was satisfactory with daylight. Halos were not resolved and visual disturbances were more marked at night, with white, red and green lights, and especially car lights.

Manufacturer narrative:
.

Event description:
Additional information received from the implanting ophthalmologist. After implantation, the lens was centered an there was no unexpected refraction.